Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3; h4; h6: service and repair history: the previous service event for part number 321.133 with lot number(s) 5021918 has been reviewed. The customer called in a service request for this item on 20-apr-2020 for torque limiting handle failed in calibration.. The item was previously returned for service on 29-jun-2016 due to tested ok. The previous service condition of tested ok is not relevant to the current complained issue of torque limiting handle failed in calibration. The manufacture date of this item is 6-jun-2005. The service history review is unconfirmed. H3, h6: service and repair evaluation: it was reported on april 20, 2020, during evaluation at service and repair it was found out that the torque limiting handle failed in calibration. The repair technician reported the device had a crack in the contact plate. The cause of the issue is failed high. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process.the evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. D11: concomitant device was reported inadvertently in initial report. There is no concomitant device involved in this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the torque limiting handle failed in calibration. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).